Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, air bubbles were observed along the infusion set tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. Customer's blood glucose was 148-240 mg/dl.